Manufacturer narrative:
Visual: the returned introducer passes visual inspection except for 1 split seal that did not tear along slit line. A close inspection of the formed tip area using the vertex micro vu equipment shows an inward bend that is at the torn score-line. If a force great enough to bend the tip took place during the procedure, it may have caused the formed tip to split along the length of the sheath. This may have happened post-surgical procedure. A close inspection of the torn valve (using the vertex micro vu equipment) shows a jagged tear that runs parallel to the slit in the center of the bottom seal. The area of the seal that did not tear has material (by design) that is not slit/cut in order to give the seal strength during component insertion. Occasionally, depending on if the component used is inserted off center, it may weaken or tear the seal. This may not be apparent until the hub is broken in two. One of the seals or both of the seals may not tear along the predetermined slit/tear-line. Both seals appear to be slit properly and oriented correctly in the introducer hub. Evidence of stress on the seal using the micro vu equipment shows a component most likely being inserted off center. Dimensional: sheath measured: usable length 29.7cm /o.d. Measured i.d and measured. Tip i.d. (Could not be measured). Length is in specification (per drawing). Summary of final analysis: returned device analysis reveals one 23f abiomed introducer sheath that is within manufacturing specifications. The potential causes of the reported failure may be related to: device not used by adequately trained personnel and/or does not follow instructions for use. The potential effect to the user for the reported failure may be related to: device damage, tearing of seal, leaks-device replacement and procedure delay. A review of the risk for this failure mode identified that the risk remains in the (medium risk). Based on the investigation information, a CAPA is not required. Oscor will continue to monitor this device for complaint trends and risk. Root cause: upon evaluation of the returned product, it was found that the introducer may have sustained blunt force at the formed tip. This force applied during the procedure likely exceeded the design of the introducer which could cause the score-line to tear causing failure or crack as described in the customer's return report. Evidence of stress on the seal (using the vertex micro vu equipment) shows the component was most likely inserted off center. This scenario often either tears the seal during insertion or weakens the seal and causes it to tear erratically. The reason for return was confirmed, however, no manufacturing defects were found. According to procedure (abiomed introducer sheath in-process and final inspection), qa performs this inspection 100%: with naked eye at a distance of 12" to 18", verify the assembled sheath matches the drawing. Ensure parts are free of kinks, cracks, splits, sinks, excessive flash, loose/embedded fm, or any other damages. Instructions for use (IFU), abiomed adelante s2 - hemoslaticp peel away & sideport. Under precaution: when assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. Aspiration and saline flushing of the sheath, dilator, and valve should be performed to help minimize the potential for air embolism and clot formation. Indwelling introducer sheaths should be internally supported by a catheter, lead, or dilator. Never advance or withdraw guide wire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. Dilators, catheters, and pacing leads should be removed slowly from the sheath. Never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. There are no manufacturing rejects or anomalies of this type recorded in the device history record. The introducer and dilators passed all in-process and qa final inspection steps before shipping to the customer including visual, dimensional and leak testing.

Manufacturer narrative:
Conclusion not yet available, evaluation in progress.

Event description:
On (B)(6) 2016, an impella rp was placed to support a (B)(6) female patient suffering from a rv infarct and cgs. The pump was implanted "smoothly." The doctor then noticed that the 23 fr oscor sheath had cracked inside the patient, and pressure was held to control possible bleeding. Mattress sutures were placed without bleeding, and the patient's pressures improved with the rp at p-6. Later, the patient's condition declined and care was withdrawn.